Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was completed by restarting the system. The customer reported that the wired footswitch did not work. The philips field service engineer (fse) inspected the system onsite but was unable to replicate the reported issue. Upon further troubleshooting, the fse suspected an internal fault within the pedal switch as the cause of the malfunction. To resolve the issue, the fse replaced the faulty wired footswitch with a new one. The defective wired footswitch was returned to philips for failure analysis and was found to have other failures, such as, all anti-slip rubbers are missing, and when the cable is bent in certain ways, the safety signal is no longer sent, due to which the x-ray is no longer able to be produced when the switch is pressed. After the wired footswitch was replaced, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a wired footswitch did not work during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A wired footswitch did not work, but this can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart). This issue is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.